Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after experiencing a syncopal episode. The physician confirmed the device was delivering pacing, but there was no capture and increased threshold measurements. The patient was suffering from cardiopulmonary arrest and a respirator was connected. Further device evaluation was performed and all lead measurements were appropriate other than not capturing at maximum output. No abnormality of the device was observed. Boston scientific technical services (ts) reviewed the available data and confirmed the most recent threshold tests did not pass due to an evoked response less than the minimum and the previous tests did nt pass due to high threshold measurements. Ts indicated that based on the data, even though the device has threshold and capture issues, the device appeared to be functioning properly. No additional adverse patient effects were reported.